Manufacturer narrative:
D4: the device model and serial numbers or manufacturing numbers were identified and updated. H4: manufacture date was identified and updated. Analysis results: the root cause of the customer's complaint could not be determined as no functional fault could be found with the device.

Manufacturer narrative:
The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Customer contact information and mailing address were not provided. Manufacture date not provided or identifiable.

Event description:
A consumer alleged that their protective clean power toothbrush caused their tooth enamel eroded and cracked to 2 pieces.